Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the balloon was re-inserted and the same issue persisted. There were no difficulties noted during inflation of the balloon. Inflation pressure of 12 atm was applied after each inflation. The balloon was not moved or repositioned while inflated. The deflation difficulties were noted after the first inflation. The lesion was non-calcified and non-tortuous. There was no resistance noted while advancing the balloon to the lesion. The balloon was not inspected prior to use. There were no difficulties noted removing the protective sheath and packaging stylette. The balloon was replaced with a new rapid exchange balloon dilatation catheter. There was no injury to the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during post-dilation with one nc sprinter rx coronary balloon catheter, after stent implantation, balloon deflation difficulties were encountered. The balloon was found to be deflated poorly during the procedure, and it was immediately withdrawn. The target lesion was located in the right coronary artery (rca) and revealed 90% stenosis at the second bend of the rca, 80%-90% diffuse stenosis in a small pda, and a small plv. No patient complications have been reported as a result of this event.